Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a concentric lesion in the distal posterior descending artery with mild tortuosity, heavy calcification and 99% stenosis. The vessel diameter was 2.25 mm and the lesion length was 20 mm. Rotablation was performed at the target lesion and a non-abbott guide wire was advanced. A 1.2x6 mm rx mini trek dilatation catheter was advanced but could not cross the lesion. A non-abbott balloon catheter was advanced but could not cross the lesion. Thus, the 1.2x6 mm rx mini trek dilatation catheter was re-advanced and the balloon was inflated; however, the balloon ruptured on the first inflation at 6 atmospheres. The 1.2x6 mm rx mini trek dilatation catheter was withdrawn from the patient anatomy without any reported resistance during removal. The target lesion was further dilated and a non-abbott stent was implanted. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.